Manufacturer narrative:
A separate report will be submitted for the single patient death reported in this article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.

Event description:
Corliss, b. M., barkley, k. F., polifka, a. J., hoh, b. L., <&)> fox, w. C. (2019). Single-center case series of temporary stent assistance for coiling of acutely ruptured aneurysms. World neurosurgery, 123, e766¿e772. Https://doi.org/10.1016/j.wneu.2018.12.029. Medtronic review of the literature article found a review of 7 cases in which patients underwent procedures to treat wide-necked intracranial aneurysms. In six of the seven cases the solitaire fr stent retriever was used in stent assisted coil embolization for patients who had ruptured aneurysms to avoid use of heparin dur to the preexisting. There was no device malfunctions noted with any of the solitaire devices used. Two patients experienced radiographic thromboembolic complications: one had angiographic evidence of ischemia and the other had angiographic evidence of vessel thrombosis. One of these patients successful thrombectomy during the index procedure with the same solitaire device used for stent assisted coiling. Neither patient experienced any related neurologic deficits post-operatively.